Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.4, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 51 mg/dl while wearing the pod. The patient reported that they recently started on the omnipod 5 and had training but did not feel comfortable or safe and was very overwhelmed after their training. The patient also stated that they were not tech savvy and had difficulty navigating their iphone. Symptoms reported include sweating profusely, urinary incontinence and vomiting. The patient was treated with medication for nausea and vomiting, labs and intravenous fluids. The patient was released 8 hours later.